Event description:
The customer reported that during a routine check, the iabp had intermittent display issues upon power up. No pt was involved.

Manufacturer narrative:
The company rep observed that the on/off switch was causing power up issues with the display and pump motor (this was duplicated twice). The company rep replaced the power up switch (part number 0012-00-0834). After the replacement, the event was not duplicated. The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).